Manufacturer narrative:
New information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the trach flange separated from the trach tube (barrel). The customer reported that the flange could not be reconnected to the barrel. The customer reported that the patient was re-intubated. There was no patient injury.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the trach flange separated from the trach tube (barrel). It was reported that the flange could not be reconnected to the barrel. The reported patient status was unknown.

Manufacturer narrative:
Evaluation summary: two samples were received for evaluation. A visual inspection was performed and it was observed that both tubes present signs of being used. The snap head connector is detached from one of the tubes which would have been detected during the 100% inspection since that defect is extremely obvious, besides the snap head and the proximal end of the tube were observed under the ultraviolet(uv) lamp and it was observed that the bonding agent was present in the sample. The failure mode is not confirmed as related with the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.